Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam console would immediately shut down upon connecting the aquabeam motorpack. Troubleshooting attempts were unsuccessful and subsequently the procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Upon docking the aquabeam motorpack to the aquabeam console, the aquabeam console shut down as a failsafe mechanism which confirmed the reported failure. The aquabeam motorpack was deconstructed and severe fluid ingress was observed as there were salt deposits throughout the pcb, inner shell, and motors. The root cause is determined to be fluid ingress and the root cause source of the fluid remains undeterminable. A review of the device history record for aquabeam robotic system / serial number (B)(6) was conducted, which confirmed no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the device history record for aquabeam motorpack / lot number 22c00926 was conducted, which confirmed that there was a non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl (ce), english was reviewed. Section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece · drape the motorpack with deroyal camera drape (ref 28-0401 or equivalent) so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: - pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. - ensure the drape is properly seated in recess of the motorpack. - ensure the drape is not obstructing the magnetic plate on the motorpack. Caution: pull the drape back to recess of the motorpack. Warning: to avoid potential contamination of the motorpack, ensure it is draped with a new sterile drape for each procedure. Ifu0104 rev b aquabeam robotic system states the following: section 8.8: sterile: dock the motorpack to the aquabeam handpiece and apply sterile tape over the connection between the aquabeam handpiece and the motorpack to seal it. Do not apply sterile tape over the aquabeam scope. Keep the motorpack and the aquabeam handpiece assembly with the aquabeam scope clamp assembly in a secure and sterile environment. Refer to user manual for detailed motorpack and aquabeam handpiece docking and draping instructions. There are currently no instructions for properly undraping the motorpack to mitigate the chances of fluid from entering the motorpack. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.